Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the clinical study reported high impedance and not an adequate stimulation. Intervention included an explant/replacement of the lead on (B)(6) 2018 which was disposed of according to biohazard instructions. The event resulted in an unscheduled clinic or office visit. Device interrogation showed high impedance on electrodes: 0, 2, 3, 7 which were greater than 10,000 ohms on (B)(6) 2017. It was reported that the event was related to the device or therapy and not related to the implant procedure. Symptoms included not an adequate pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the high impedance remains unknown. Because of the high impedance, they couldn't get optimal paresthesia coverage and therefore no optimal pain relief. The patient reported not having adequate pain relief anymore. Patient came in for a checkup and during interrogation high impedance was measured. During the interrogation the high impedance was unknown. Several attempts to reprogram for better paresthesia coverage and improve pain relief but it gave insufficient pain relief. Patient was scheduled for a revision of the lead. No further complications were reported.